Event description:
A consumer stated that she had allegedly received burns on her abdomen while using a heating pad. The consumer stated that she had fallen asleep when the incident occurred, and that the product no longer works. The consumer stated that she received medical treatment for her injuries. The instructions for proper use clearly state, "do not use while sleeping", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
The correct model number is hew-3000. The consumer is now reporting that they received second degree burns, not third degree as initially reported.

Event description:
A consumer stated that she had allegedly received burns on her abdomen while using a heating pad. The consumer stated that she had fallen asleep when the incident occurred, and that the product no longer works. The consumer stated that she received medical treatment for her injuries. The instructions for proper use clearly state, "do not use while sleeping", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."